Event description:
The pt is pursuing a product liability claim arising out of the use of a durom acetabular cup. It was reported that the pt received a durom hip generic on (B)(6) 2008 and is being monitored due to unknown reasons.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt is monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the info provided. As the pt has not been revised, the common clinical presentation and the date of the original implantation suggests that this case might be related to the issues for which zimmer implemented a correction in 07/2008. Should additional info become available and/or the device be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filled. The need for further corrective measures is not indicated at this time. (B)(4).